Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged cosmetic damage ¿ cracked case at battery tube compartment found on 03/11/2023. The pump was received with the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked battery tube threads, cracked case at the battery tube side, missing display window cover, cracked retainer, missing end cap address and fading serial number label. Cosmetic damage was confirmed at the back of the pump area. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump had a crack at the back. The event involved the product mmt-1782k. No harm requiring medical intervention was reported. Troubleshooting was performed for the cosmetic damage and the customer was instructed to discontinue pump use and revert to back up plan as per healthcare professional's instructions. Mmt-1782k was requested and the device was returned for analysis.